Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were seeing a por (power on reset) message on their programmer. The patient stated they changed the batteries and that did not resolve the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue and have the implant checked. The patient mentioned they had back surgery in may and the implanted neurostimulator was turned off at that time. The patient denied any recent falls. They stated that their hcp has since retired, so they were emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.